Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Reportedly, customer used the same cartridge longer than the labeling guidelines state. Tandem technical support educated the customer regarding cartridge labeling. Reportedly, customer loaded multiple new cartridges to resolve the issue. Additionally, it was reported that the pump touch screen was intermittently unresponsive. There was no reported impact to the customer's blood glucose level. Customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.